Event description:
It was reported that the patient continued to experience incontinence symptoms although they have been reduced (improvement in symptoms) since implant of their implantable neurostimulator (ins). Additional information received from the healthcare professional (hcp) on (B)(6) 2015 reported that the patient was diagnosed with a urinary tract infection (uti) with blood in their urine. They also had a return of their symptoms together with increased urination. At the time of report the hcp indicated that there was no more blood in the patient¿s urine but they had not provided another sample so it was not sure. The hcp increased the stimulation to 7.2 on program 1 but not stimulation was felt. The program was then changed to program 2 where the patient could then feel the stimulation (which was comfortable). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0m0yv, implanted: (B)(6) 2014, product type: lead. (B)(4).